Event description:
On (B)(6) 2018, the lay user/patient contacted lifescan (lfs) USA, alleging that his onetouch verio2 meter was displaying an error 5 message instead of providing a blood glucose result. The complaint was classified based on the customer service representative (csr) documentation and additional information added by the lfs customer service on the sharepoint 672 after reviewing the call recording. The patient reported that the alleged error message began approximately on (B)(6) 2018. The patient confirmed to manage his diabetes with a combination of novolog insulin (15-18 units), lantus insulin (80 units) and victoza injections (128 units). In response to the alleged issue, the patient decreased his dose of medications (type and dose unspecified). The patient reported that, during the early part of september, after the meter issue began, he developed symptoms of ¿not feeling well¿ and in response to the alleged symptoms, the patient visited the hospital. During the visit, his blood glucose level was checked, obtaining a result of ¿600 mg/dl¿ with an unspecified meter. The patient confirmed to be treated with insulin and intravenous fluid (unspecified type and dose) and hospitalized for 3 days as a result of the alleged high reading. The patient mentioned visiting the emergency room (ER) on a different occasion after a lab test result of ¿580 mg/dl¿. The patient did not provide any further information on the this occasion. At the time of troubleshooting, the csr confirmed the subject meter was not being used for the first time, the correct test strips were used and that the correct testing process was being followed. The patient did not have testing supplies to test the meter and the issue remained unresolved. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly received medical intervention for an acute high blood glucose excursion after being unable to test his blood glucose and take a decreased dose of medication due to the reported meter issue.